Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the initial report, wireless telemetry worked as required with no issues.

Event description:
It was reported threshold testing on wireless devices was slow to respond after installing desktop 2.4 software. The programmer was returned for service. No patient issues resulted.